Event description:
Continued concerns with salem neobladders and piston leaks fluid when rn draws up ns for irrigation. There appears to be an issue with the plunger, it does not have a seal. It does not hold fluid when held in the dependant position. It leaks out ns quickly without pressure on the plunger. This is a recurring problem. Multiple reports have been submitted to the manufacturer and product has returned. The problem continues and is unresolved.